Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the hickman d/l catheters. On (B)(6) 2025, post the procedure crack was found on cvc line. Reportedly leak was identified outside the patient body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 7fr hickman d/l catheter was returned for evaluation and one photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. One electronic photo was provided and reviewed by (B)(4). The photo shows a pouch containing hickman catheter, the red lumen is visible, the other lumen is covered by some white cloth. A clamp can be seen on the covered lumen. Multiple splits were noted to the white luer extension leg distal to the white luer. An in-house syringe with dye water was attached to the white luer. A leak from the multiple splits located on the extension leg and a leak from the complete circumferential break was observed as water exited the break and the splits. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI #), g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the hickman d/l catheters. On (B)(6) 2025, post the procedure crack was found on cvc line. Reportedly leak was identified outside the patient body. There was no reported patient injury.